Event description:
It was reported the device exhibited a backup audible alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good physical condition but the battery was missing. A review of the event history log found a backup audible alarm post. During the functional testing, a backup audible alarm post was found at power up. The cause of the issue was found to be that the main pcb does not operate as intended. The main pcb was replaced and a battery was added since it was missing. Service history review identified this device was last serviced in jul/2023 and there was no indication the complaint was related to previous service of the device.

Event description:
Additional information received 16-apr-2024. The event occurred upon power on. There was no delay in therapy. There was no customer damage/dropped reported. There was no patient involvement, and no harm/adverse event was reported.